Event description:
Customer reports that she obtained results of 368 mg/dl, 480 mg/dl, and 64 mg/dl on the same device within 2 minutes. Customer reports that she took 10 units of insulin based on the result of 430mg/dl. No adverse event reported and no treatment received. No quality controls were used. Device was miscoded at the time of the comparison. Requested return of the suspect device and replacement was sent.